Event description:
A report was received that the patient went to the emergency room due to a possible infection. The patient¿s pocket site was warm or hot and the ipg area was red. The physician administered oral antibiotics. No further information can be obtained.

Manufacturer narrative:
Date of event: (B)(6) 2013.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient went to the emergency room due to a possible infection. The patient¿s pocket site was warm or hot and the ipg area was red. The physician administered oral antibiotics. No further information can be obtained.